Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the event occurred at the start of the procedure and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was available but was unable to save the patient data. A review of the system log file confirmed the reported problem. Upon functional testing, the fse found that the patient database got corrupted due to this the ippc got stuck. To resolve the issue, the fse reset the image drive. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that only fluoroscopy was available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.